Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism .

Event description:
It was reported that during the implant procedure after positioning the lead, impedance readings were high and had odd threshold readings. After lead repositioning, the parameters were ok when measured by the analyzer but were not ok when measured by the device in the pocket. The lead was not implanted. No patient complications have been reported as a result of this event.